Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited far-field oversensing. Upon review, technical services (ts) stated that there was atrial oversensing of the right ventricular (rv) sensing event. This device currently remains in service. No adverse patient effects were reported.